Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of atrial arrhythmias causing false/early termination of recorded atrial tachycardia/atrial fibrillation (at/af) episodes. It was also reported that intermittent atrioventricular pacing was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439878 lead; implanted: (B)(6) 2019, w4tr01 crtp; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.